Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit displayed a "status code 66" and a "status code 104" message during a defib test. The complainant indicated that there was no pt involvement in the reported malfunction.